Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted at the patient's request. There were no allegations against the functionality of the device however the patient complained of discomfort while exercising specifically while lifting weights.